Event description:
It was reported that the customer is experiencing high blood glucose. Treated with manual injection. The current blood glucose reading is 373 mg/dl. Customer is thirsty and frequent urination. During troubleshooting, time and date correct. Programming is correct. The high pressure test failed twice. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, occlusion, basic occlusion, prime and excessive no delivery alarm tests. Scratched lcd window cracked reservoir tube lip and stress cracks on battery tube threads.